Event description:
A healthcare facility in (B)(6) reported to a fisher & paykel healthcare (fph) field representative that a 900mr805 heater wire adaptor could not be connected to the expiratory tube of an rt235 infant bias flow dual-heated evaqua breathing circuit. This was noticed prior to patient use.

Manufacturer narrative:
(B)(4). Method: the complaint rt235 infant breathing circuit was returned to fph in (B)(4) for inspection. It was visually inspected and tested if the expiratory and the inspiratory tubes could be connected to a heater wire adaptor. Results: a heater wire adaptor could not be connected to the heater wire socket in the expiratory tube. Visual inspection revealed that the expiratory heater wire pin was bent. This prevented the adaptor from connecting to the heater wire socket during set up of the breathing circuit. No fault was found with the inspiratory tube. Full insertion of the inspiratory heater wire adaptor was achieved. A lot check revealed no other complaints of this nature for lot number 110512. Conclusion: it is possible for the user to bend the heater wire pins if the heater wire adaptor is inserted into the heater wire plug on an angle. For bent pins reported to us by healthcare facilities, it is impossible for us to determine whether the pins were bent during production or by the end user. (B)(4).

Event description:
A healthcare facility in (B)(6) reported to a fisher & paykel healthcare (fph) field representative that a 900mr805 heater wire adaptor could not be connected to the expiratory tube of an rt235 infant bias flow dual-heated evaqua breathing circuit. This was noticed prior to patient use.

Manufacturer narrative:
(B)(4). The rt235 infant bias flow dual-heated evaqua breathing circuit is en route to fisher & paykel healthcare for investigation. We will provide a follow-up report once we receive the complaint device and have completed our investigation.